Event description:
Narrative from staff: nurse practitioner was using the terumo endoscopic cutter and stated the cutter "was only sizzling and not cutting at all."

Event description:
Narrative from staff: nurse practitioner was using the terumo endoscopic cutter and stated the cutter "was only sizzling and not cutting at all."